Manufacturer narrative:
Analysis was normal. No anomaly found for returned portion. Without return of entire lead, a complete analysis could not be performed.

Event description:
The patient presented to the clinic for an angiogram and during the procedure, externalized conductors were noted under fluoroscopy. No changes in sensing or threshold were noted. The physician decided to continue monitoring the patient at regular intervals.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.